Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2024. On 12/08/2024, the patient experienced feeling unwell and had chest pain and started to vomit. The patient´s wife called an ambulance and the patient was given something for their nausea. No fingerstick was taken by the paramedics but the patient was brought to the hospital. When a fingerstick was taken at the hospital the cgm was reading low, and the blood glucose reading was 700 mg/dl. The patient received intravenous treatment and was discharged after more or less 7 hours of being at the hospital. Patient was discharged on the same day. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).